Event description:
Procedure type: low anterior resection - colostomy reversal. According to the reporter: after the purstring was placed proximally we connected the 28mm stapler and began to close the instrument. We could not see green on the stapler handle, so the surgeon opened the instrument and closed it back down. When he began to tighten it down, he felt something "pop." The 28mm anvil "collapsed" or was in its "flipped" position. At that point we kept the 28mm eea in the pt's rectum and re-did the purstring proximally- opened a second eea and placed another 28mm anvil in the sigmoid colon. The same thing happened a second time. A competitor's device was then used. About 1.5 hours was added to the case. The pt is fine. Four cm of the pt's tissue was unintentionally lost.

Manufacturer narrative:
(B)(4).